Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 14-april-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found that the customer will replace the instrument due to multiple ongoing issues. No further action is required by field service. The most probable cause for code 2061 tip attach error was not documented as the instrument will be replaced.

Event description:
On (B)(6) 2017, a customer reported code 2061 tip attach error on the aia-900 instrument. The customer noted that the error is intermittent. The customer runs patient samples on follicle stimulating hormone (fsh) and estradiol (e2). On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh and e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.